Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 175 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had scratched lcd window and cracked display window corner.